Manufacturer narrative:
Discrepant negative grading of a reaction in antibody screening for one patient having an anti-lea(le1) antibody. The misreading of the reaction obtained on the ortho vision biovue analyzer is not confirmed. The root-cause of the discrepant negative reaction in antibody screening could not be confirmed although it cannot be excluded to be sample-related, the anti-lea(le1) antibody being weak or/and at around the detection limit of the reagents and technique used. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4)

Event description:
A customer complained after obtaining what was described as a discrepant negative grading of a reaction in antibody screening for one patient using the ortho biovue system in conjunction with their ortho vision biovue analyzer. Complainant name: (B)(6), head of transfusion medicine complaint reporter: (B)(6), ortho distributor in (B)(4) event date: (B)(6) 2021 reported on 10 june 2021 by the customer to (B)(6) who reported it the same day to ortho care helpdesk reagents: ortho biovue system ahg polyspecific cassette lot ahc206h; expiry 04 october 2021 0.8% surgiscreen lot 8ss7107 expiry 10 may 2021 software version: 5.12.4 patient information: female; patient ID is (B)(6). Sample ID is (B)(6). The customer reported that on (B)(6) 2021, they had tested a sample from this patient for antibody screening in the indirect antiglobulin test (iat) using lots ahc206h and 8ss7107 in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that visually they would have graded the reaction with cell 3 dispensed in column 6 of cassette ID (B)(4) as weakly positive (1+ reaction grade). The customer said that the patient has an anti-lea(le1) antibody, no further information was provided. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.